Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1,d5, d9, e2, e3, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2021 to 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching during a procedure. The field service engineer reverted the windows update to resolve the issue, and the customer was able to log in to the device. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es med application did not launch during a procedure. No other information was provided about the affected procedure. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system application did not launch during a procedure. No other information was provided about the affected procedure. The customer stated that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device required to be reimaged or an operating system version rollback to resolve. Operating system version rolled back to a previous version to resolve; station tested successfully. The system functioned as intended.